Event description:
The customer reported, the system displayed a collimator stuck error. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable assy. Was replaced. The system was then found to be working as intended.